Manufacturer narrative:
User reported issue was confirmed. The flow rate accuracy was found to be outside of +/-5%. The pump failed the pressure test. The keypad screen cover was dented. The pump had a grinding door latch. The device was repaired and retested to meet all the specifications on (B)(6) 2015. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016.

Event description:
The user reported "the pump is having some accuracy issues. When we do a short/low volume check on it there appears to be no problem but twice now on a patient an infusion that should run over 2 hours is completing in close to 1.5 hours. No one injured from the two instances we noted."